Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, noise appears on the carto 3 system and recording system that saturated all channels and bs leads. The reporter stated that the noise was intermittent. The physician completed the procedure bypassing the carto 3 system. There were no patient consequences. Customer requests replacement of navistar and lasso nav catheters due to c3 system being aborted. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The customer complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an a-fib procedure, noise appears on the carto 3 system and recording system that saturated all channels and bs leads. The reporter stated that the noise was intermittent (clean for about 1 second, noisy for 2-3 seconds). Troubleshooting was performed. The bs cable was unplugged, the ECG patches were checked, the ic out cable and lp (location pad) cable connections were checked as well with no resolution. The piu was verified, it was grounded and plugged into a separate power outlet. The customer was using a bear hugger patient warming device that was switched off then back on and the noise persisted while device was off. After follow up with the customer to obtain detailed information about the event, it was confirmed that the noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings in both carto and the recording system at the same time. The noise was very bad and the physician was not able to interpret the signals with the presence of the noise. The noise issue happened after connecting the lasso nav eco catheter. The physician completed the procedure bypassing the carto 3 system. There were no patient consequences.